Manufacturer narrative:
(B)(4).

Event description:
Na

Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result on a (B)(6) male. There was no other patient information recieved at this time. Test date: (B)(6) 2013method time result I-stat 11:34 0.22 sample ai-stat 11:49 **** sample ai-stat 12:01 0.00 sample abased on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). The investigation was completed on (B)(4) 2013. The customer did not return product for investigation. Retained cartridges were tested and are functioning according to specification.